Manufacturer narrative:
This medwatch report is for the suspect device used in the advantage system (lot number and expiration date unknown). (B)(6).

Event description:
Caller states patient was comatose when admitted to the hospital after testing 533 mg/dl on a paramedic's unspecified advantage system. Caller states patient tested 144 mg/dl on inform system 1 at 04:06 and hi (greater then 600 mg/dl) at 04:10 on inform system 2. Comfort curve test strips were used. Caller did not know how much time elapsed between advantage system result and inform system results. At 04:46 a lab value returned as 25 mg/dl. Patient received the following results: 147 mg/dl on inform system 2 (05:20), 106 mg/dl on inform system 1 (05:22), and 267 mg/dl on inform system 3 (05:32). At 05:35 a lab value returned as 34 mg/dl. Patient tested 42 mg/dl on inform system 1 (05:37) and was treated with "d50" at 05:38; patient then tested 366 mg/dl on inform system 3 at 05:39. Low blood glucose symptoms improved after medical treatment was received. The patient was released from the hospital 2.5 hours later. Requested return of suspect device and replacement was sent.